Event description:
The following was reported to davol: it was reported that when the surgeon was removing the echo inflation assembly one of the four connectors came free. It was located in the abdomen and was removed without issue. The contact reported that this presented when the inflation assembly was being pulled out through a 12 mm trocar port. There was no pt injury as a result of this event.

Manufacturer narrative:
As reported the connector became detached from the balloon while attempting to pull it through a 12mm port. Based on the info provided, it appears likely that the connector came free as a result of direct contact with the trocar when removing it from the body. A lot number was not provided and as a result, a review of the manufacturing records could not be completed at this time.